Event description:
Pt reported that the pump had a damaged display screen and was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for eval. Evaluation has not been completed.